Event description:
It has been reported to philips that the system was given error message-fluoroscopy not possible please select application. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that detector and the cooling module were defective.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible. Upon functional testing, the fse determined that the reported problem was due to defective frontal detector and cooling unit. As a part of repair activity, the fse replaced the frontal detector, changed the cooling unit with the lateral and replaced the cooling unit of lateral detector. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.